Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Visual inspection of the returned device found to exhibit signs of being implanted and shows wear. Femoral component also has foreign material on the non-articulating surfaces likely to be bone growth. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. X-ray review by mmi states that no radiographic findings to confirm the event/deficiency description of loosening. The preoperative images demonstrated possible joint effusion which is not seen on the postoperative images. Otherwise, hardware and bones appear unremarkable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: - no product was returned ; visual and dimensional evaluations could not be performed. Photograph provided shows explanted femoral with very little bone growth and stained in blood. - part and lot identification are necessary for review of device history records, neither were provided. - medical records were not provided. X-ray review by mmi states that no radiographic findings to confirm the event/deficiency description of loosening. The preoperative images demonstrated possible joint effusion which is not seen on the postoperative images. Otherwise, hardware and bones appear unremarkable. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision due to uncemented femoral implant coming loose approximately 1.5 years later. Attempts have been made and no further information has been provided.